Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens cracked on the side and the intraocular lens (iol) got stuck inside. During follow up, the customer confirmed that there was indeed partial delivery of the iol into the eye. The doctor noticed that there was a crack on the side of the cartridge and that the iol was stuck in the cartridge, therefore he stopped pushing the iol and used another iol and cartridge. There was no incision enlargement, no vitrectomy, no sutures done. No patient post-op injury. No additional information was provided to abbott medical optics. Note: the issue happened twice. 2 MDR¿s will be submitted. This is report 1 of 2.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 3/22/2018. Device evaluation: the cartridge was observed under microscope 10x magnification. The cartridge was observed broken at the tip with dry viscoelastic residues. No viscoelastic residues were observed in the cartridge tube or in the loading zone. The lens was observed stuck in rounded form at the beginning of the cartridge tube. It appears like the pushrod overrides the lens. The complaint was verified, however, due the condition of the cartridge the complaint cannot be related to manufacturing process. It could be related to the handling process. Therefore, a product quality deficiency was not identified. Per dfu the use of viscoelastic (fill the entire inside of the cartridge with viscoelastic) is recommended for optimal performance of the cartridge. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.